Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not available.

Event description:
Aspen surgical received an (B)(6) report indicating that at the start of a wound closure, a mayo eyed needle broke. The incident occurred at the user facility. This report was filed in our complaint handling system as number # (B)(4).